Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The full lead was returned in one piece for analysis. Visual inspection, x-ray examination, electrical testing of the lead found no anomalies on the lead.

Event description:
It was reported that the patient presented in clinic for a scheduled implant procedure. It was observed that the right-ventricular (rv) lead exhibited high pacing impedance. As a resolution the rv lead was not used and a near at hand replacement was implanted instead on (B)(6) 2024. No adverse events and no patient consequences.